Event description:
Patient was revised due to severe infection. It was noted that patient arrested in operating room and was revived.

Manufacturer narrative:
Update rec'd 3/19/2013- ppd and medical records received. After review of the medical records the patient was revised on (B)(6) 2012 for infection. All implants, except the stem were removed and prostalac was placed. The patient suffered a cardiac arrest during the operation, but was resuscitated. The patient went back to the operating room on (B)(6) 2012 for more treatment for the infection. The stem was finally removed on (B)(6) 2012. It is unknown when the patient was reimplanted at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.